Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to analog board. The analog board should be replaced to resolve the report. The board was scrapped after testing. The repair was declind. The device will not recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.